Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated using the mobile programmer application following an magnetic resonance imaging (MRI) procedure. It was noted that the ipg had been programmed to doo mode at 80 bpm for the MRI and the application would not interrogate to allow reprogramming. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.